Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer to replaced the power management board to address the reported problem. No further service call from this customer regarding this case.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with 35 volt failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.